Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number 14a15h15 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device received was not the actual sample but a companion sample. A companion sample was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. No issues were noted with the packaging. The sample contained evidence of iodine present. The sample was connected to a mating connector and the presence of iodine was noted. An underwater leak test was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was not enough iodine in a minicap that was used after therapy. The patient explained that after they connected the mini cap with transfer set, there was no iodine flowing out of the minicap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.